Event description:
Healthcare professional reports that no clot was detected with the hemochron response coagulation system. Customer reported that tests would exceed 1000 seconds and when removing the tube, they observed that the blood had already clotted. Site ran correlation study with a second instrument. Issue occurred frequently with complaint instrument and second instrument generated results as expected. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Tube lot number was not provided by customer. Method: actual device evaluated. Process evaluation performed. No related ncmrs or complaint trends identified. Result: no failure detected. Conclusion: unable to confirm complaint. No failure detected, device operated within specification. Itc has requested all data required for form 3500a.